Event description:
ECG signal for pt on transmitter 19 bled over to signal for pt on another transmitter. Pt was medicated based on info from transmitter #19. After 2 days pt on transmitter #19 discharged. Realized that this was signal seen and not pt's own ECG.